Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received a52 alarm. The customer¿s blood glucose level was 114 mg/dl at the time of the incident. The customer stated that the alarm did not occur right after a battery change and alarm did not occur during priming. The customer received an a52 alarm upon checking the alarm history. The insulin pump will be returned for analysis.